Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning and rinsing. The foreign material was revealed to include organic silicon and rust. The event can be prevented by following the instructions for use which state: "[section 3.3 inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Section 3.8 inspection of the endoscopic system] -inspection of the objective lens cleaning function inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Inspection of removing the remaining water from the objective lens 1 cover the spray valve hole and confirm that air is emitted and that the residual water on the objective surface is removed and the endoscopic image is clearly visible." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that their gastrointestinal videoscope had a defective or disconnected switch number 4. Upon inspection and testing of the returned unit, it was discovered that there was foreign matter clogging the nozzle. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, there was no delay in the start of pre-cleaning, the customer did flush the nozzle with water and air, they immersed the device in detergent solution, they wiped the nozzle with clean lint-free cloths and flushed the nozzle with detergent solution, and there were no abnormalities reported in the accessories used for reprocessing the device. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The customer's originally reported issue of a faulty switch 4 was confirmed; it was noted that switch 4 did not work. The following additional findings were also noted: angle play and insufficient angulation, various scratches, chips, and scrapes, cloudiness of the objective lens, light guide lens, and bending section cover adhesives, loss of water tightness, and discoloration of several components. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.